Manufacturer narrative:
The customer¿s report that the pump alarmed for an occlusion was not confirmed, however, a leak was discovered during the investigation. During initial testing slight resistance was observed during priming however fluid was able to move through the tubing. A leak was observed at the engagement between the outlet of the filter and the smallbore tubing. Visual inspection under magnification showed insufficient solvent around the tubing engagement. Dimensional analysis was performed and the tubing measured within specification. Further testing related to the occlusion was not performed due to the leak, however the cause was identified as the filter having become clogged during its use. The cause of the leak was insufficient solvent at the tubing engagement.

Event description:
The customer reported that the pump alarmed for an occlusion and the filter was changed. The patient was an infant. Although requested, no further information has been received. Although not reported by the customer, a leak was noted during the investigation.